Manufacturer narrative:
Other, other text: additional contact information: stephenson cancer center, 800 ne 10th st ste 3100 room 3049b, oklahoma city, ok 73104, jennifer fitz, jennifer-fitz@ouhsc.edu

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 9.1 ml, rate 2.3 and 95.1 ml was given. . No adverse patient effects were reported. No additional information is available at this time.